Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ right essure perforated through the fallopian tube') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included kidney stones in 2013, appendicitis in 2013, phlebectomy on (B)(6)2012, adenomyosis and endometriosis of uterus. Previously administered products included for contraception: oral contraceptives nos from (B)(6) to (B)(6) and mirena. Concomitant products included aciclovir (acyclovir) from (B)(6) to (B)(6) , bifidobacterium bifidum;bifidobacterium lactis;bifidobacterium longum;fructooligosaccharides;lactobacillus acidophilus;lactobacillus casei;lactobacillus plantarum;lactobacillus rhamnosus;streptococcus lactis;streptococcus thermophilus (pre & probiotic) since 2004, bupropion hydrochloride (wellbutrin), sertraline hydrochloride (zoloft), trazodone, vitamin d nos (vitamin d) since 2004 and zolpidem tartrate (ambien). On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping") and abdominal pain ("abdominal pain"). In (B)(6)2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (ablation in 2013, nova sure ablation- (B)(6)2012 and laparoscopic assisted total vaginal (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, mental disorder, fatigue, dysmenorrhoea and depression outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, mental disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis- uterus with bi lateral fallopian tubes, hysterectomy and bilateral salpingectomy ¿ cervix.. Without significant endometrium·· proliferative phase endometrium ¿ myometrium·· without significant pathologic change ¿ uterine serosa·· without significant pathologic change ¿ right fallopian tube·· without significant pathologic change ¿ left fallopian tube·· benign para tubal cyst uterus and bilateral fallopian tubes received in formalin labeled with the patient name (initials ekin) and designated as "a. Uterus and bilateral fallopian tubes" specimen received: uterus and cervix with attached bilateral fallopian tubes I integrity: received intact weight and size of uterus with cervix: 52.9 g; 7.0 cm from fundus to cervix, 4.0 cm from cornu to cornu, and 3.0 cm from anterior to posterior serosa: the serosa is tan-pink to brown, smooth and glistening endometrial cavity: there is a 1.0 x 0.8 cm area of residual endometrial cavity lined by tan-pink smooth mucosa, 0.2 cm thick. The remainder of the cavity is puckered an d is not probe patent to the endocervical canal, representing a possible previous ablation site myometrium: the myometrium is tan-pink and trabeculaed with a maximum thickness of 1.5 cm cervix: the 3.3 x 3.0 cm ectocervix is covered by white-purple focally hemorrhagic mucosa which becomes granular and ragged around a 1.2 cm slitlike external os. The endocervical canal is 3.0 cm in length and 1.0 cm in average diameter and lined by tan corrugated mucosa. Right fallopian tube: the right fimbriated fallopian tube is 7.0 cm in length and ranges in diameter from 0.3 cm to 1.5 cm with a spring within the proximal lumen. The tube is covered by red-purple hemorrhagic serosa left fallopian tube: the left fimbriated fallopian tube is 5.5 cm in length and ranges in diameter from 0.3-1.0 cm with a spring in the proximal lumen. The tube is covered by brown-purple smooth serosa with a 0.9 cm smooth-walled cyst filled with clear serous fluid. Ultrasound abdomen - on an unknown date: this liver is diffusely echogenic from fatty infiltration. The liver measure 14.8 on in length. Impression- 1.fatty infiltration of the liver. 2. Cholelithasis without further evidence of acute mole cystitis or biliary obstraction.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received. New events added: depression, plaintiff did not undergo confirmation test. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ right essure perforated through the fallopian tube') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 2013, appendicitis in 2013, phlebectomy on (B)(6) 2012, adenomyosis and endometriosis of uterus. Previously administered products included for contraception: oral contraceptives nos from 1998 to 2012 and mirena. Concomitant products included aciclovir (acyclovir), bifidobacterium bifidum;bifidobacterium lactis;bifidobacterium longum;fructooligosaccharides;lactobacillus acidophilus;lactobacillus casei;lactobacillus plantarum;lactobacillus rhamnosus;streptococcus lactis;streptococcus thermophilus (pre & probiotic), bupropion hydrochloride (wellbutrin), sertraline hydrochloride (zoloft), trazodone, vitamin d nos (vitamin d) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), mental disorder ("psychological or psychiatric problems condition"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation in 2013, nova sure ablation- (B)(6) 2012 and laparoscopic assisted total vaginal (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, mental disorder, fatigue and dysmenorrhoea outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, mental disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis- uterus with bi lateral fallopian tubes, hysterectomy and bilateral salpingectomy cervix: without significant endometrium: proliferative phase endometrium myometrium: without significant pathologic change uterine serosa: without significant pathologic change right fallopian tube: without significant pathologic change left fallopian tube: benign para tubal cyst uterus and bilateral fallopian tubes received in formalin labeled with the patient name (initials (B)(6)) and designated as "a. Uterus and bilateral fallopian tubes" specimen received: uterus and cervix with attached bilateral fallopian tubes I integrity: received intact weight and size of uterus with cervix: 52.9 g; 7.0 cm from fundus to cervix, 4.0 cm from cornu to cornu, and 3.0 cm from anterior to posterior serosa: the serosa is tan-pink to brown, smooth and glistening endometrial cavity: there is a 1.0 x 0.8 cm area of residual endometrial cavity lined by tan-pink smooth mucosa, 0.2 cm thick. The remainder of the cavity is puckered an d is not probe patent to the endocervical canal, representing a possible previous ablation site myometrium: the myometrium is tan-pink and trabeculaed with a maximum thickness of 1.5 cm cervix: the 3.3 x 3.0 cm ectocervix is covered by white-purple focally hemorrhagic mucosa which becomes granular and ragged around a 1.2 cm slitlike external os. The endocervical canal is 3.0 cm in length and 1.0 cm in average diameter and lined by tan corrugated mucosa. Right fallopian tube: the right fimbriated fallopian tube is 7.0 cm in length and ranges in diameter from 0.3 cm to 1.5 cm with a spring within the proximal lumen. The tube is covered by red-purple hemorrhagic serosa left fallopian tube: the left fimbriated fallopian tube is 5.5 cm in length and ranges in diameter from 0.3-1.0 cm with a spring in the proximal lumen. The tube is covered by brown-purple smooth serosa with a 0.9 cm smooth-walled cyst filled with clear serous fluid. Ultrasound abdomen - on an unknown date: this liver is diffusely echogenic from fatty infiltration. The liver measure 14.8 on in length. Impression- fatty infiltration of the liver. Cholelithiasis without further evidence of acute mole cystitis or biliary obstruction.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia) , psychological or psychiatric problems condition ,dysmenorrhea (cramping) , pain , perforation (fallopian tube(s)) , fatigue were added. Medical history, lab data, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.